Event description:
It was reported that nurse had neonatal on the arctic sun device and was getting an alert 113 ( reduced water temperature control). Patient temperature was 31.8c, target temperature was 33.5c, water temperature was 26.2c and flow rate was 0.4lpm. Ms and s explained that the low flow rate could cause the heater capacity to be impacted. Then device was placed in manual control at 40c. System hours were 447.7, pump hours were 407, and ip was -7psi. They disconnected and reconnected pads, but flow rate stayed at 0.4lpm. The tubing was gone through the grommet hole (open). Ms and s suggested to place something soft like a blanket or towel over the isolette edge. They disconnected, rotated plastic connector and reconnected pad, then flow increased to 1.1lpm. Then disabled manual control and restarted hypothermia. Now flow rate stayed at 1.1lpm and water temperature was 30c at the end of the call.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "misconnection of supply and return lines". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse had neonatal on the arctic sun device and was getting an alert 113 ( reduced water temperature control). Patient temperature was 31.8c, target temperature was 33.5c, water temperature was 26.2c and flow rate was 0.4lpm. Mss explained that the low flow rate could cause the heater capacity to be impacted. Then device was placed in manual control at 40c. System hours were 447.7, pump hours were 407, and ip was -7psi. They disconnected and reconnected pads, but flow rate stayed at 0.4lpm. The tubing was gone through the grommet hole (open). Mss suggested to place something soft like a blanket or towel over the isolette edge. They disconnected, rotated plastic connector and reconnected pad, then flow increased to 1.1lpm, then disabled manual control and restarted hypothermia. Now flow rate stayed at 1.1lpm and water temperature was 30c at the end of the call.